Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate back to back results of 358 mg/dl, 266 mg/dl, 342 mg/dl, 208 mg/dl, 175 mg/dl, 162 mg/dl, 170 (mg/dl). This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.